Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd is aware of this product issue and further investigation was conducted through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ blood collection needle with luer adapter failed (¿popped-off¿) when engaging. There was no report of injury or medical intervention.